Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll when attempting a bolus delivery. Customer reported to have also received a button error alarm. Customer reported to have fallen asleep on top of insulin pump. Customer's blood glucose was 205 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.